Event description:
It was reported that the wake button was intermittently unresponsive. Customer confirmed pump display turned on when plugged into a power source. Blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.